Event description:
The user facility originally reports that they received the dermatome with accessories, including blades. The dermatome took a big piece of flesh out of the pt, when taking a skin graft. Additional info: the user facility further reports that a burn pt was undergoing a wound debridement with a skin graft. Sutures were necessary to approximate the tissue of the thicker donor zone site. As a result of this incident, the scar will be more visible and the donor zone site will take longer to heal.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.